Event description:
The device experienced a "reservoir capsule contracture". The "capsule was broken, and the connectors only were removed and replaced". The physician's office stated that there is no device, nor device component(s) to be returned to the MFR.